Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-aug-26. It was reported that the patient¿s lead pulled back out of the epidural space which resulted in a loss of stimulation. The rep stated that the lead was revised on (B)(6)2017 and in conclusion, the patient was receiving effective therapy. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient lost stimulation sensation yesterday following a recharge session. The rep indicated that they met with the patient yesterday for a recharger training/education session. The patient stated they had great coverage and good stimulation sensation (mild stim). The patient went home, charged their device and fell asleep. When they woke up, the patient was not feeling stimulation. The patient confirmed that stimulation was on and they tried to turn stimulation up as high as it would go and they still didn¿t feel stimulation. No error codes on the patient programmer were reported. The rep met with the patient today and confirmed the patient was not feeling stimulation. The rep attempted reprogramming by using various combinations along with using all electrodes and increasing stimulation up to 10v. No stimulation was felt. Impedances were tested at 0.7 and 3v and all values were 400-500 ohms. No trauma or falls were related. The rep re-did electrode and group impedances and group impedance was 374 ohms (left) and 379 ohms (right) which were half the values of intra-op testing (900-900 ohms). The patient was going to get an x-ray to check the lead position since the patient was only a week or two out from implant and stimulation was expected at the impedance range. The loss of stimulation was sudden and at the paresthesia area. No further complications were reported.